Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the performance of the device was limited likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex covered rx biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient had a malignant stricture within the distal common bile duct. The patient anatomy was not noted to be tortuous. The stricture was dilated prior to stent placement. During the procedure, the stent was partially deployed within the patient. However, the delivery system malfunctioned and became stuck. The stent was unable to be reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex covered rx biliary stent system . There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a wallflex covered rx biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient had a malignant stricture within the distal common bile duct. The patient anatomy was not noted to be tortuous. The stricture was dilated prior to stent placement. During the procedure, the stent was partially deployed within the patient. However, the delivery system malfunctioned and became stuck. The stent was unable to be reconstrained. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex covered rx biliary stent system . There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine".